Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the device could not be fired. After that, a clip ejected. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: did the clip fall into the patient?---no. If so, was it retrieved? ---n/a. Which firing of the device did this event occur on? ---no information. What vessel or structure was the device fired on at the time of the event? ---blood vessel. Was the clip fully advanced into the jaws prior to firing? ---no. Was there any torquing or twisting of the device present at the time of firing? ---no information. Was any unexpected resistance felt while firing the trigger? ---no information. Were any unexpected noises heard? If so, when? ---no information. Did anything unexpected happen prior to this incident? ---the trigger could not be grasped before the clip ejected. Was the device fired after this incident in or out of the patient? ---no information. What were the indications for surgery? What was found? ---no information. Does the patient have any relevant history of surgical treatments? If so, what? ---no information. Did somebody other than the primary surgeon fire the instrument? If so, whom? ---no information. The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). The instrument has a yellow indicator that appears near the jaws as a reference when the instrument is empty. No functional test could be performed due to the condition of the returned device. No conclusion could be reached as to what may have caused the event reported. An investigation has been initiated to address the potential root cause of the drooping/ejected clips issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.